Event description:
Additional information was received from a manufacturer's representative regarding the patient's granuloma. The patient experienced no symptoms with the granuloma, and the granuloma was reduced in size when the patient's medication was switched from high dose fentanyl to dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider via a company representative. A dye study was indicated as having been performed. No pump rotor study was performed. It was indicated that the patient wanted their pump removed. The patient¿s pump and catheter were explanted on (B)(6) 2017. The devices were not replaced with the manufacturer¿s product. Only the catheter was returned to the manufacturer for analysis. The patient recovered without sequela.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2017, product type: catheter. Analysis of the catheter found that there was a dried drug/blood/foreign material occlusion on the catheter body. Eval code-result updated; eval code-conclusion updated.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturers representative regarding a patient who was receiving fentanyl and dilaudid (unknown doses and concentrations) via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported on 2016-10-26 that a MRI showed a cyst on the catheter exit site. The patients medication dose was decreased and subsequently the cyst had reduced in size. The issue was not resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.